Event description:
It was alleged that the patient's personal diabetes manager (pdm) was charging and the battery caught fire, causing the pdm to burn up. The reporter stomped on the pdm to put out the fire. The pdm and charger were melted. The reporter confirmed that the original charger provided by insulet was used at the time of the issue. Some property damage was also alleged.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the personal diabetes manager experienced an electrical failure that caused a fire. Lot release records were reviewed and the product lot met all acceptance criteria.